Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pro46 metal cap broke off in pt when bag closed. Another device was used to complete the case. There was no further consequence to the pt.